Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other text : device not returned.

Event description:
The customer reported high sphb values and the device enters spo2 mode only and the sphb drops off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual, continuity, and functional testing. No short or open connection was detected, and no intermittent short or open connection was detected when the sensor was manipulated. The returned sensor was placed on a finger and was able to obtain sphb, spmet, spo2, and pulse rate values throughout the entire 15 minutes of testing. No ¿spo2 only mode" message or ¿drops off" were observed. The sensor readings were compared to a lab sensor readings and the values were found to be within the sphb accuracy of ± 1 g/dl. The sensor passed the comparison test and was found to be functioning as designed.

Event description:
The customer reported high sphb values and the device enters spo2 mode only and the sphb drops off. No patient impact or consequences were reported.